Manufacturer narrative:
Patient age not available from the site. Patient sex not available from the site. Patient weight not available from the site. Other relevant device(s) are: product ID: 9735736, version (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the site complained of severe inaccuracy. It was noted at the beginning of the case the patient was registered, and when the surgeon was touching the patient¿s nose, the system showed them in the brain. The site attempted to re-register without resolve. By the time the issue was called in, the site had already aborted navigation. This issue occurred intraoperatively. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended.. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #703345294: (B)(4). Analysis summary: demo/eval unit: false hardware. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating this issue caused a less than 30-minute surgical delay.